Manufacturer narrative:
Repeated dislocation, leading to revision surgery may be indicative of malpositioning of the articulating components (femoral relative to patella). Moreover, soft-tissue complications, outside the scope of the implant and instrument systems provided by restor3d are possible contributory factors. The implants were all manufactured according to specification.

Event description:
Patient called manufacturer to report "kneecap/patella dislocation" leading to revision surgery of the entire construct within 10 months of the index tka surgery. Repeated dislocation, leading to revision surgery.